Event description:
The customer reported that an erroneously elevated enzymatic hemoglobin a1c (a1c_e) result was obtained on one (1) patient sample on an atellica ch 930 analyzer. The initial result was reported to the physician and questioned. The same patient sample was reprocessed on the same atellica ch 930 analyzer. Lower results were obtained, considered correct and one result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated a1c_e result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics regional support center (rsc) regarding an erroneously elevated enzymatic hemoglobin a1c (a1c_e) result obtained for one (1) patient sample on an atellica ch 930 analyzer. Siemens healthcare diagnostics is investigating the event.